Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed bruising and open skin. The patient's doctor was made aware of the irritation but there's no indication that anything was prescribed. The patient's outcome is unknown as follow-up attempts were unsuccessful.